Event description:
Procedure: laparoscopic colon/bowel; reportedly, the device fired correctly over the ileocolic vein, however, the device did not open. The surgeon then converted to an open procedure. The case with finished by cutting the vein and then suturing manually. The operation was prolonged 2 hours.